Manufacturer narrative:
The device was manufactured 04/02/2018 - 04/11/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that inadequate iodine was found in the minicap during use. There was no patient injury or medical intervention associated with this event. No additional information is available.